Manufacturer narrative:
Pod was received undeployed. Upon opening pod, it was observed that fluid was never added to the device. The pod never turned on, so it could not deploy. Cracks were observed on the bottom housing of the device. These damages have no affect on the ability of fluid being inserted into the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.